Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest blood glucose of 50 mg/dl and intermittent lows during the day after missed meal announcements; the user contacted support and was guided to perform a factory reset and return to bionic mode. Symptoms included no reported clinical manifestations. Outcomes included self-management with fast-acting carbohydrates, successful correction within two hours, no need for outside assistance, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education completed by the agent. Investigation of this case revealed an unclear cause of hypoglycemia with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.